Event description:
Complainant alleged that while attempting to monitor a thirteen-year-old female patient during flight transport, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll received a report that a device shut down during patient care with a false "battery low" warning, despite a fully charged battery. The issue could not be replicated, and the battery functioned normally afterward. Although the device had reportedly undergone a rear board replacement, it was confirmed that zoll did not perform the service. Intermittent battery warnings continued, and the unit was sent to a third-party company, preventing zoll from evaluating it. With no logs or device returned, the claim will be closed as no sample returned. The customer was advised that future issues be sent directly to zoll for proper evaluation.